Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('chronic menometrorrhagia') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menometrorrhagia. Other product or product use issues identified: drug ineffective for unapproved indication "no effect of mirena for menometrorrhagia". On an unknown date, the patient had mirena 52 mg inserted. In 2011, the patient had essure inserted. In 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced cervical dysplasia ("low grade intra-epithelial lesion"). The patient was treated with chlormadinone acetate (luteran) and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia and cervical dysplasia had resolved. The reporter provided no causality assessment for cervical dysplasia and menometrorrhagia with essure and mirena. The reporter commented: there was treatment with luteran and mirena without efficiency. Patient's ovaries were not removed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mirena changed from treatment drug to co-suspect drug; new adverse event no effect of mirena for menometrorrhagia; and outcome of event menometrorrhagia update (resolved). Ovaries were not removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('chronic menometrorrhagia') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced cervical dysplasia ("low grade intra-epithelial lesion"). The patient was treated with chlormadinone acetate (luteran), levonorgestrel (mirena) and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia and menometrorrhagia with essure. The reporter commented: there was treatment with luteran and mirena without efficiency. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.